Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not experience effective therapy from the scs system. In turn, the patient did not recharge the scs system as recommended. Surgical intervention was undertaken wherein the ipg was explanted.